Manufacturer narrative:
Citation: liesman dr et al. Leaflet perforation or tear late after transcatheter aortic valve implantation. Jtcvs techniques; september 2020; volume 3: 92-94. Doi: 10.1016/j.xjtc.2020.04.002. Available ahead of print april 11, 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding two case reports involving leaflet perforation or tear following transcatheter aortic valve implantation. Case 2: a (B)(6)-year-old male patient with a medical history of remote chest irradiation for malignant lymphoma and coronary artery disease after quadruple coronary artery bypass grafting who underwent implant of a 34 mm medtronic evolut r transcatheter valve (serial number not provided). Three years after evolut r implant, the patient presented with congestive heart failure with mixed severe mitral stenosis and regurgitation with mild central aortic insufficiency of the evolut r. The physician/author stated the evolut r was still fairly competent, but the patient requested valve explantation with aortic and mitral mechanical valve replacement to potentially avoid future repeat sternotomy. Subsequently, the evolut r was surgically explanted and non-medtronic mechanical valves were implanted in the aortic (25 mm) and mitral (27 mm) positions. It was reported that diffuse calcification of the entire aorta and evolut r erosion into the aortic root was observed. In addition, a tear was noted at the middle edge of the leaflet, corresponding to the right coronary cusp. A piece of calcification was found protruding through the evolut r frame, which was thought to be the cause of the leaflet tear. The patient¿s post-operative course was uneventful. No additional adverse patient effects or product performance issues were reported.